Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Uf / importer report number: medwatch (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free intravenous (IV) connector came apart during a pressure injection of contrast media. The contrast was being injected at 300psi. This event occurring during patient infusion. There was no damage noted on the product or its packaging prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.